Event description:
The surgeon reported that the system power suddenly turned off before the second surgery. The second surgery was cancelled. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and found a power supply output fault. The company service representative replaced the part and sent it for in house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed.